Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the display on the lcd screen disappeared. Customer¿s blood glucose level was unknown. Customer also reported only the light responded barely and the insulin pump could not be used. The device will not be returned for analysis.